Manufacturer narrative:
After clinical/secondary review of this file performed on (B)(6) 2020, it was decided to add codes wrinkling , and neurologic deficit /dysfunction to more accurately capture the reported event.¿ manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
At the time of this report, mentor has received no information regarding explantation or an expected explantation date. It is unknown at this time if the device will be made available for return. As a result, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: na. Concomitant medical products: mentor memorygel 550cc silicone breast implant, cat#: 3505501bc sn#: (B)(4). Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) caucasian female patient underwent a breast augmentation revision with mentor memorygel 550cc silicone breast implants which patient indicated pain on right, implant dropped about 2 inches, breast numbness, patient developed a rash broke out in hives all over they are now gone and she can see the implant showing through breast, she also notice rippling and breast is really cold. These issues are happening on the right side post implantation. Patient scheduled for consultations with a physician on (B)(6) 2020. The issue has not been confirmed by the physician. At the time of this report, mentor has received no information regarding explantation or an expected explantation date.